Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on stored egms. There were no adverse consequences to the patient.

Event description:
New information received notes that there was oversensing of atrial fibrillation and undersensing of p-waves. Programming changes were made. Patient was stable.